Event description:
After use of the 1/2ml 29 gauge 1/2 inch bd safetyglide insulin syringe, the nurse pushed up the safety lock to cover the needle and the entire portion of the needle/safety lock flew off of the syringe base. No patient or staff were harmed. Writer attempted to recreate the incident with 3 other insulin syringes from the same lot number and could not recreate.